Event description:
History of bilateral subcutaneous mastectomies for fibrocystic disease in 1983. Since that time has had pain intermittently in both breasts. She began to develop symptoms she felt were due to implants such as chronic digestive disorders.